Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The investigation was performed considering complaint description, cs reports, system log files and system history. The ivs system had sporadic mother board failure which caused the ivs system shut down abruptly. Logs indicate that ias system was working fine when the ivs system was not available. As a safety measure, in a situation where the ivs system is not available (e.g. Because it has crashed), the image acquisition system (ias) will provide a "backup" loop review. The "backup" loop review consists of a loop review for the immediately preceding acquisition or a last image hold for an immediately preceding fluoro. During this time period, the fluoro performed was successful. Multiple manual restarts (hard power off and on) of the system were performed to bring the system back to normal mode. The complete ivs has been exchanged by the local service organization and the error did not reoccur. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The manufacturer is not considering further actions.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During a procedure, the user reported that x-ray was not possible and the patient had to be moved. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.